Event description:
It was reported the customer had a battery out limit alarm that they could not clear. Customer also stated the alarm persisted after letting their insulin pump rest without a battery for 10 minutes. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. Unable to confirm battery out limit alarms due to keypad anomaly.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.